Event description:
The device (cev646b5) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev646b indicated that the instrument sheath was damaged and presented with signs of impact. The instrument sheath was most likely damaged by impact or abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).